Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately twenty-one days post implantable cardioverter defibrillator (ICD) implantation, it was determined that the setscrew could not engage. The ICD was subsequently explanted and replaced. No patient complications have been reported as a result of this event. It was additionally clarified that the right ventricular (rv) lead required revision due to the position being too basal. The lead exhibited some p-wave oversensing and low r-wave measurements. It was during the lead revision, that the device setscrew was noted to be misaligned in the threads. Multiple wrenches were used in an attempt to secure the lead, but it was unsuccessful. A new ICD device was implanted. The lead was repositioned and remains in use.